Manufacturer narrative:
Reference medwatch 2032227-2014-64800 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 46 mg/dl. Her sensor and blood glucose readings were not within an acceptable range. Her sensor glucose was reading high when her actual blood glucose level was low. She also received calibration error alerts and change sensor alerts. The customer treated her low blood glucose level with juice and a granola bar. The product will return. Nothing further to report.